Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent surgical intervention to replace with an ambicor penile prosthesis (app) for unspecified reasons. During the procedure, the patient had an st elevation, but case was continued and ipp was explanted. The scrub tech was opening the new ambicor penile prosthesis (app) device, when the patient had a myocardial infarction and ischemia. The case was aborted prior to the implant of the new device. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent surgical intervention to replace with an ambicor penile prosthesis (app) for unspecified reasons. During the procedure, the patient had an st elevation, but case was continued and ipp was explanted. The scrub tech was opening the new ambicor penile prosthesis (app) device, when the patient had a myocardial infarction and ischemia. The case was aborted prior to the implant of the new device. There were no additional patient complications reported.